Event description:
It was reported post percutaneous procedure an angio-seal was used to seal the arteriotomy site. Symptoms of vascular insuffciency developed in the leg of the arteriotomy: a clot had developed. The pt went to surgery where a stent was deployed and urokinase was given. Attempts to gain additional information have been unsuccessful.